Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to charge. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, defib cycling and environmental chamber testing without duplicating the report. An internal inspection found no discrepancies. The device was recertified and returned to the customer. Review of the device logs did not observe evidence that the device was unable to charge. The device charged up consistently to the expected energy level within specifications for each charge. There is evidence within the logs that the device does not discharge multiple times due to the user disarming the energy. After 8 disarms, the device fully charged and delivered 200 joules of energy. The device disarms are part of the customer's process where they pre-charge after a CPR cycle. The multi-function cable involved was not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.